Event description:
It was reported that during a procedure to treat a lesion in the superficial femoral artery with mild tortuosity and heavy calcification, a 8.0x60x135 absolute pro vascular self expanding stent system (sess) was advanced, resistance was met, force was applied and the handle separated from the proximal shaft. The separated portion of the 8.0x60x135 absolute pro vascular sess was withdrawn from the patient anatomy without resistance. A 8.0x80x135 absolute pro vascular sess was implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device was returned for evaluation. The reported damage to the handle was confirmed. Based on visual inspection, functional testing, dimensional measurements, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the precautions section of the absolute pro vascular self expanding stent system instructions for use states: should unusual resistance be felt at any time during lesion access or removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).